Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Further information from the customer received: it¿s an issue with the harmonic tip cutting through tough tissue. It started to act funny and make funny noises right before the tip breaks off. The tip was so small it's a hazard if it breaks loose. It can be difficult to retrieve or find. This was the repeated issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have blade damage at the midpoint and tip of the blade. The blade edges were indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. There was no popped off harmonic tip observed. No pieces were missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, an audible error occurred with harmonic ace instrument and when last time surgeon had this error, the tip of the harmonic popped off so surgeon discontinued use and pulled another from inventory to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use.